Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the helix would not extend and a different lead needed to be used during procedure. No patient complications have been reported as a result of this event.